Manufacturer narrative:
The customer declined the option to have their glidescope core 10-inch monitor returned to verathon for evaluation; however, a verathon territory manager went onsite to the facility and evaluated the monitor but was unable to confirm the reported image issue. After the territory manager's evaluation, they reported the system was working fine. The cause of the reported issue could not be determined. Upon completion of the territory manager's device evaluation, the device was returned to service. To date, no other issues have been reported by the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope core 10-inch monitor with a bflex 2 slim 3.8 single-use bronchoscope to inspect a patient's vocal cords through a tracheostomy tube, the screen flickered and displayed a message indicating no cameras are connected. No delay in procedure, use of a backup device, or harm to the patient was reported. After the procedure, it was reported that users tried the devices again and it worked fine. The facility's verathon territory manager also evaluated the system at the facility the following day and confirmed it was operating as intended.